Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 140 mg/dl. Customer was instructed to leave the pump plugged into a wall adapter to see if the pump would begin charging. Customer declined follow up from tandem technical support.